Event description:
It was reported that the device was intermittently undersensing vf. Programming changes were made and the patient was doing good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.